Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional information requested, but was not received.

Event description:
It was reported that the secondary IV tubing set separated near the connection to the primary IV set when back flushing the line during priming. There was no patient involvement.